Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A user facility report under report number mw5098072 was received reporting that an elderly female in good health underwent a total knee replacement surgery with the depuy attune system in 2019. There were problems with pain and lack of flexion right from the start and in two months of the original surgery. Patient was back in the operating room undergoing a manipulation under anesthesia to try to get the leg to bend. It did not really work and she had another procedure in 2019 to clean out scar tissues and again attempt to bend the knee. After more than 50 pt sessions, patient is still in chronic pain with swelling and her leg will not bend more than 95 degrees flexion. She has gone to a new surgeon who drew blood out of her knee and also had a bone scan that shows the implant is loosening. Patient underwent a revision surgery in 2020. Less than 18 months after original surgery. Patient cannot walk upstairs normally anymore and is in chronic pain.